Event description:
It was reported that the user experienced hyperglycemia while using the ilet system with a cd infusion set, with blood glucose rising for more than 90 minutes after lunch and reaching approximately 330 mg/dl before a site change was performed, after which glucose decreased to 113 mg/dl during follow-up. Symptoms included hyperglycemia without associated complaints. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no findings available, and there was insufficient information to determine a specific device problem or device component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.